Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted in 2016 with a 4.5cm cuff, a 61-70 balloon, and a control pump. Patient was experiencing leakage and device was not working for approximately six months prior to today revision surgery. The cuff, pump, and balloon were all explanted and none of these items will be returned. The resident noted during surgery that there was a leak in the tubing in close proximity to the pressure regulating balloon. The patient was implanted with a new 4.5cm cuff, a 61-70 balloon, and a new control pump. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.